Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is sekusept activ and the automated endoscopic reprocessor (aer) used is mini etd 2. The air/water channel and auxiliary channel were aspirated and flushed with water. The aer detergent is endo act/endo det and the aer disinfectant is enod dis. The manual detergent is sekusept activ and the manual disinfectant is sekusept activ. The instrument/suction channel, instrument channel port, and distal end were brushed using manual brushes. The storage practice is hanging the scopes vertically, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no contamination was found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the flexibility adjustment function did not work due to wear of the flexibility adjustment ring, the insulation resistance at the distal end was out of standard due to a chip on the distal end cover, the image had white dots due to damage on the charged coupled device, the light guide lens was cracked, the adhesive on the bending section rubber had visible thread and the bending angle on the down direction was out of standard. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The scope was cultured and failed twice. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation was confirmed: - brushing was not performed for suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviation in user reprocessing method caused the event. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The IFU instructs to brush suction cylinder as follows: chapter "reprocessing the endoscope" (and related reprocessing accessories)/ "manually cleaning the endoscope and accessories"/"brush the channels" - "be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.